Event description:
The event involved a plum 360 infusion pump in which the customer reported that during patient infusion of propofol, the pump infused medication sooner than expected. The customer reported that the nurse used the drug library; the patient was obtunded and being intubated; propofol was given after intubation, the patient became hypotensive, stabilized after epi was given and patient shipped to higher level of care. Epinephrine was given as a medical intervention. Actual propofol medication to be infused was 1,000 mg in 100 ml - dose 10 mcg/kg/min, 7.08 mls/hr = 14 hrs for complete infusion. Infusion started at 1909 hrs and found empty bottle at 2002 hrs - approximately 1 hour later. The patient was reported to have become hypotensive.

Manufacturer narrative:
The device has been returned for evaluation. However; investigation is not yet complete.

Manufacturer narrative:
The device was returned for evaluation; it was observed through evaluation that the infusion was not programmed as reported. The reported programming 10 mcg/kg/min for a concentration of 1000 mg/100 ml would require a patient weight of 118 kg to produce the reported rate of 7.08 ml/hr. Instead, the infusion was programmed with a concentration of 10 mg / 19 ml or 0.526 mg/ml (instead of the reported 1000 mg / 100 ml or 10.0 mg/ml); with a patient weight of 150 kg (instead of the above inferred intended weight of 118 kg); the difference in concentration (0.526 mg/ml instead of 10.0) and patient weight (150 kg instead of 118) resulted in a calculated infusion rate of 171 ml/hr (instead of 7.08 ml/hr). It was found that the bag emptied after delivering 65.3 ml rather than after the reported and expected 100 ml. The pump delivered accurately as programmed. The actual initial volume of the bag (after priming) could not be determined from the logs. Further, while the logs show the pump was stopped by detection of air in the proximal line, the logs do not confirm whether the air indicated an empty bag or a bubble in the line. Infusion did finish earlier than the customer expected and, in that regards, the complaint is confirmed. Engineering evaluates that the pump delivered accurately and correctly as programmed and the probable cause of the patient receiving propofol faster than intended was mis-programming of the pump by the clinician.